Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are two other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A ward clerk reported that there was an intraocular lens (iol) issue. In a follow up, it was clarified that during lens advancement in the injector, the leading haptic was coming out straight and there was extra resistance felt as the surgeon pushed the plunger. He was concerned that the pressure may suddenly drop and the lens could shoot out quickly with a straight leading haptic which could cause a complication. Use of the device was discontinued. Another lens was implanted instead. There was no harm to the patient.